Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On april 28, 2016 the lay user/patient contacted lifescan alleging that their onetouch verioiq meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began in (B)(6) 2015. The patient reported obtaining a blood glucose reading 136mg/dl on the subject meter and 98mg/dl on an unknown meter, obtained within 30 minutes of each other. The reported blood glucose readings exceed lifescan¿s criteria for accuracy. The patient manages their diabetes with self-adjusted insulin. The patient was unable/unwilling to answer if they made any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿shakiness¿ four months later. The patient reported going to the emergency room but could not recall any treatment beyond receiving a blood glucose test. The patient could not recall the exact blood glucose reading obtained at the ER. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient may have suffered a serious injury related to hypoglycemia while using the subject meter.